Manufacturer narrative:
Patient's city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported by patient faced an infusion set leakage at the site. The infusion set was used for one day. No further information available.